Manufacturer narrative:
H3: product ID 97755. Serial# (B)(6): product type recharger was returned and the analysis shows that got hot after running it at donut end record the two values: - the highest number (00) - the low number (00 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient states about a month ago they was trying to charge the implant (ins) and the controller stopped and showed an error message but the pt is not sure what it said and it would not let them go any further. Pt states today they were charging the ins and the recharger (rtm) got really hot. Agent had pt remove the battery pack (bp) and pt states they see no damage to the bp connector/pins or controller. Pt put the bp back in and the controller powered on and they were able to press/hold to unlock. Pt states they see no visual damage to any of the external devices. Agent sent request to repair to replace the rtm. Agent reviewed to monitor what codes they are getting on the controller so it can be documented. Pt states they have a new address. Agent reviewed representative (rep) role. Pt states if they are not able to get the ins to charge, they will need to have a rep meet them to put the ins into MRI mode. Agent reviewed rep will not be able to put the ins into MRI mode if the ins is not charged prior. No symptoms were reported.